Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no damage. Event history log review was performed and found evidence of reported problem. Visual inspection, accuracy test, dso pressure test, and air detector check were performed. The customer reported issue was confirmed. According to the investigation, the pump air detector was found working properly and both downstream occlusion and upstream occlusion sensors were within specification. However, delivery accuracy testing found the pump to be out of the in-house specification of +/-6%. The pump?s expulsor will be replaced in order to bring the delivery into more normal range. The problem source of the reported problem is unknown.

Event description:
Information was received regarding a cadd solis hpca pump. It was reported that the device fell short in a volumetric test. There was no patient involved.